Event description:
The facility representative reported 10 alarm discharges below threshold. Information was not provided regarding whether or not the failure occurred during an infusion. The hospital representative did not have information regarding whether there have been any reports of any patient injury or medical intervention.